Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h2, h3, h6 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. The investigation found additional reportable malfunction; the device alarmed e216 scope communication error and did not display an image. Based on the results of the investigation, the issues are attributed to a damaged and corroded printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.

Event description:
It was reported the bronchovideoscope is displaying a fuzzy or noisy image during set up / inspection for use (during set up in room / before patient in room).there was no reported patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.